Manufacturer narrative:
Field complaints of failure to capture and interrogation problem couldn¿t be confirmed. The device was received from the field with battery voltage above elective replacement indicator level. Analysis performed indicated normal device characteristics and device was successfully able to be interrogated through inductive wand telemetry without error message shown. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an implant procedure, a loss of capture was noted on the device. Additionally, it was noted the device was difficult to interrogate. The device was explanted and replaced to resolve the event. There were no patient consequences.